Event description:
It was reported that the user inadvertently rolled onto the ilet during sleep, resulting in a broken connector fragment lodged in the device¿s connector interface; the user initially attempted removal with pliers without success, then aligned the connector for removal and, during a fill tubing procedure guided by support, successfully extracted the remaining piece and disconnected from the ilet. Symptoms included no reported adverse clinical effects. Outcomes included the user replacing all infusion supplies per guidance and resuming therapy without further issues. Investigation included remote troubleshooting and review of user-supplied images. Investigation of this case revealed physical damage to the connector consistent with user-applied mechanical stress during sleep and subsequent attempted extraction. It was concluded, based on previously established findings for similar reports, that the cause was user handling and mechanical stress during normal use conditions rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.